Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Concomitant medical products - additional/correction. B5: describe event or problem ¿ additional. D: device identification - additional. G3: date received by manufacturer - additional. H2: additional information/device evaluation/correction. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation - additional.

Event description:
It was reported that a transmitter failed error occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.